Manufacturer narrative:
The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Infection : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
A.4 - a.6 are unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ literature citation: glanowski, s., pietryka, b., okarski, m., niewiara, l., legutko, j., & kleczynski, p. (2025). Dissection of epigastric artery after percutaneous coronary intervention with impella cp device. Advances in interventional cardiology, 21(2), 278¿279. Https://doi.org/10.5114/aic.2025.151707.

Event description:
It was reported in a publication that there was a need for surgical exploration of the access site due to minor bleeding, and was treated by suture. Additionally, there was pneumonia that was medically managed by antibiotics during the hospital stay. None of theses issues were known by the company representative at the time of pump use. The patient survived.